Event description:
It was reported that five (5) to seven (7) amia cycler sets leaked. This was discovered during an unknown process step of peritoneal dialysis (pd) therapy. It was not known if the patient was connected at the time of the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.